Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the pin 2 (can h) on the j702 connector was bent. The cause of the code 204 is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.